Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that ocular hypertension increased in left eye and the patient required medication.

Manufacturer narrative:
Additional information was provided in sections h.6 and h.10. There was no sample returned for evaluation. An analysis of the retained (manufacturing) sample for these lots, met all release criteria. Nothing was found that could be attributed to reported event. A check of the batch production record for this lot, showed no unusual manufacturing issues. A check of confirmed complaints for either ophthalmic gas causing ocular hypertension showed no complaints since the beginning of 2015. .based upon the information provided, the root cause cannot be determined conclusively. At this time, the root cause of the reported event cannot be determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).